Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported crack. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported crack could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), it was observed that the flush port was cracked. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), it was observed that the flush port was cracked. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.